Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to clinical osteonecrosis of the femur and loosening of the femoral component.